Manufacturer narrative:
This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "suspected/actual rupture/deflation" against a silicone device. Device has been explanted and replaced.